Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the customer was hospitalized due to diabetes ketoacidosis on (B)(6) 2017 with blood glucose of 800 mg/dl and on (B)(6) 2017 with high blood glucose with 900 mg/dl. Customer treated for high blood glucose with insulin injections. Customer¿s current blood glucose was 229 mg/dl. Customer reported the following symptoms related to their high blood glucose were diarrhea and vomiting. Customer wearing the pump at time of hospitalization. Customer declined troubleshooting for the bent cannula. The insulin pump will not be returned for analysis.